Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The suction manifold was recommended for replacement to resolve the issue.

Event description:
The hospital reported a cracked suction manifold resulting in the loss of suction. There was no report of patient involvement.